Manufacturer narrative:
Please refer to (evaluation summary) for investigation results. (B)(4). During an atrial fibrillation procedure, it was reported that there was a map shift. A discrepancy was observed between the position of the catheter displayed on the carto® 3 system and the univu image. There was no patient movement and there was no error messages displayed on the system. The procedure was completed conventionally without any patient consequences. A device manufacturer (htc) representative visited the hospital and investigated the issue. The issue was reproduced. It was found that it was caused by workflow (wf): cine/ image were taken with sensor-based catheter distant from the area of interest, and as a result the image was applied to the carto 3 space in an inaccurate area, causing difference between the carto map and fluoro image taken. Htc representative has advised on improved wf. Once proposed wf was implemented, next cases passed without issues and the system is operational. This issue was escalated for preventive action. The device history records (DHR) associated with carto 3 # 13453 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
During an atrial fibrillation procedure, it was reported that there was a map shift. A discrepancy was observed between the position of the catheter displayed on the carto® 3 system and the univu image. There was no patient movement and there was no error messages displayed on the system. The procedure was completed conventionally without any patient consequences. On (B)(4), received additional information requested from bwi representative stating that the map shift was approximately 10 milimeters. As there were no error message for the map shift issue, this may be a potential risk to the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
The equipment investigation is still in progress. (B)(4).